Event description:
The patient reported a fluid leak occurred at the patient connector during drain 2 of 3. The patient was prescribed antibiotics prophylactically. He did not experience an adverse event as a result.